Event description:
It was revealed during review of the manufacturer's programming history database, an interrogation resulted in abnormal parameters, including an impossible pulse width value and autostimulation on time as well as disabled output currents. Upon reinterrogation, the parameters resolved. Impedance was within normal limits upon further investigation, it was determined that some response packets of data received from the generator via the wand were duplicated and/or received out of sequence compared to the prior command packets from the programmer. This resulted in the software incorrectly calculating several values that were received to display. Note that the actual data programmed into the generator was correct and the issue resolved upon re-interrogation. No further relevant information has been received to date.